Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the first and second firing was done without issue. While on the third firing, using the third reload the firing started but stopped immediately. Another device was used to complete the procedure. There was no patient injury.